Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump with assistance from technical support, and the issue did not recur. Customer was advised to monitor the situation and contact support if the malfunction happens again.